Manufacturer narrative:
The drill was received at the MFR for evaluation, and the reported condition of the handpiece overheating was confirmed, as the device failed a maximum temperature rise on the spindle housing after a cut test. Based on the investigation details, the likely cause for the handpiece overheating was problems with the rotor assembly, driveshaft assembly, and bearings, which have each been replaced along with other components as part of preventive maintenance.

Event description:
It was reported that the handpiece began overheating during a 3rd molar procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.